Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. There is no available repair history for the device in the past year. The cause of the peeling of the forceps cover glue may be attributed to the long-term use of the device.

Event description:
The device was returned for repair of a crack on the tip and the issue of forceps cover glue peeling was observed at the time of estimation. There is no reported patient harm.

Manufacturer narrative:
The device was returned for repair. The issue of forceps cover glue peeling was observed at inspection. The issue was caused by a handling issue of a physical shock due to dropping or knocking the device to a hard surface. The pink rubber of the probe unit was observed to be flabby. In addition, the rubber coating at the distal end was found to be cracked and leaking. There was also a cut on the switch button.supplemental report(s) will be filed if any relevant new information becomes available.